Manufacturer narrative:
An event of a pericardial effusion and steam pop was reported. The device met specifications for optical signal properties. Electrode 1, both thermocouples, and the magnetic sensor met specifications during electrical testing. The event description indicated the rf power was set at 35w. The IFU warns rf power in excess of 30w is associated with a higher likelihood of audible steam pop occurrence; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The reported ¿unbalanced¿ irrigation flow issue while priming was confirmed; however, further investigation determined this behavior was only present during priming flow rates and not during therapeutic flow rates. Irrigation within the fluid lumen becomes turbulent during priming which leads to the observed asymmetric flow at the distal tip. Flow is non-turbulent at normal therapeutic ranges and fluid exits the tip in a balanced pattern. Additionally, the catheter met requirements during an irrigation flow test and visual inspection confirmed the irrigation holes were clear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3005334138-2017-00231, 3008452825-2017-00305, 3005334138-2017-00232, 3005334138-2017-00234. During a persistent atrial fibrillation ablation procedure a pericardial effusion occurred. The patient was not under general anesthesia and a double transseptal access was obtained. After transseptal access was completed a map of the left atrium was performed followed by a box isolation (pulmonary vein isolation, a roof line and a posterior/inferior line) and left isthmus ablation. The power was at 25 watts with irrigation set at 17 cc during the posterior wall ablation and 35 watts with 30 cc irrigation during the remaining ablation. The impedance cut off was programmed on the generator (variation of 20 ohms during 3 seconds) and the progressive rise of power was programmed on 6 seconds. Approximately 5300 seconds of ablation was performed during the procedure and at times the power was difficult to reach due to the temperature limit that was set on the generator (40 degrees, 20 watts). The patient¿s blood pressure remained stable during all the ablations but the heart contraction seemed not as strong so an echocardiogram was performed which showed some blood on the right side of the heart, anteriorly from the right ventricle. A pericardiocentesis was performed and the heart contraction returned to normal. It was decided to continue with the procedure and ablation of the cavotricuspid isthmus. During the right isthmus ablation in trabeculated tissue an audible pop was heard so ablation was ceased and the catheter removed. Upon flushing this ablation catheter it was observed that two of the holes were not flushing as intended. Another catheter was used to complete the procedure and there were no further issues. The patient remained in stable condition.